Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. The reason for the late report of product receipt is due to human error.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that during drilling the tip of the instrument broke off. The broken part has been retrieved from the patient. The surgery has been completed.

Manufacturer narrative:
The returned device was examined. The angle-limiting pin was found to have fractured. Further examination of the device suggests the drill guide was tilted in the caudad/cephalad direction beyond the 12 degree threshold, causing the angle-limiting pin to fracture from the alignment stand. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.